Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller who suspects underinsertion of the lead into the device header as implant was only two months ago. The caller stated that the physician agrees. She stated that they will bring the patient back in to perform further testing and program sensing back to bipolar configuration. Isometrics were performed including pocket pressure and manipulation which were negative. The rv sensitivity was reprogrammed to 5.0v. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that patient's system consists of a boston scientific device and a competitive right ventricular (rv) lead. The lead safety switch (lss) had been triggered due to a pacing impedance measurement which was greater than 2000 ohms. Additionally, there were episodes of noise due to myopotential of unipolar sensing. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that this system is still exhibiting pacing impedance measurements greater than 2000 ohms on the right ventricular (rv) channel. The rv channel was reprogrammed to bipolar mode which produced a pacing impedance measurement of 979 ohms. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.